Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient also alleged having headaches, nausea, sinus,sore throat and difficulty in breathing. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 03, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, nausea, sinus, sore throat, open sore and difficulty in breathing related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, pil observed no evidence of foam of the device. During the internal investigation of the base unit, found brown/black colored unknown contamination on and around the iso port. And also white crusty type unknown residue was present at this location and the unknown grey/white contamination at the air input of the blower box at the filter location. An unknown brown colored contamination at the top enclosure under the right side accessory door and exterior bottom enclosure right side was heavily soiled with the unknown contaminant and light gray non uniform film of unknown contaminant was smudged, water/fluid spots on the top and bottom of the blower motor and in the blower box indicating potential water ingress with mineral deposits were observed on the blower and white crusty powdery residue was observed throughout the blower box. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of multiple contaminants, likely from a source external to device. In this report, section d9, g3, h3, h6 has been updated.